Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient was in a cast iron bathtub taking a shower and there was a storm with lightning and pt got zapped twice. When patient got out of the water it was ok. Since then, when patient go to lay down at night and was quiet, patient could feel a tingling in their legs. Pt never felt stim before. Patient had to turn stim down quite a bit at night. Last night patient had a pain/tingle in the same place that patient felt the shock when they were in the shower. Patient wanted to make sure their equipment was not fried. Patient noticed it on the 11th of july. Patient denied any falls or trauma prior to that. The patient was redirected to their healthcare provider to check the device.

Event description:
Patient stated they are still having the same issue whenever they lay down or stop moving, they have a buzzing sensation going down their legs. Patient stated they are meeting with their doctor next week, but the doctor told the patient to call medtronic directly to reach rep for re-programming. Patient repeated they think they may have been electrocuted, and the issue persisted since june 7th or 8th. Patient stated they had been having MRI's and x-rays. Agent sent email to local reps for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.